Event description:
Tracheostomy tube has leak in the cuff. Test was done with 10ml of air by surgical tech prior to insertion. Leak was not detected during the test. When the tube was in place and inflated, anesthesia nurse stated that there was a leak. New tube was placed with the same size. No issue detected afterwards.